Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium heparin¿ (nh) blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: it was reported very thin coating of white powder inside the tubes at the very bottom. Customer reporting a very thin coating of white powder inside the tubes at the very bottom. She sees it in an entire box.